Manufacturer narrative:
(B)(4). Additional information: narrative - it was reported that a patient underwent a breast reconstruction procedure on (B)(6) 2012 and topical adhesive was used.

Manufacturer narrative:
(B)(4) conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a breast reconstruction procedure on unknown date and topical adhesive was used. Two weeks later the patient experienced a rash which spread from around the incision and over the breasts. The surgeon treated with antihistamine for one week and then an oral course of steroid for one week. The rash has since resolved.